Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including ECG testing with known good electrode pads without duplicating the report. The customer returned the pads used at the time of the event, which were skintact pads, a non zoll product. The skintact pads were tested for continuity and found to be electrically open. No fault relating to the ECG capabilities of the returned AED were found. The device was recertified and returned to the customer. Zoll medical corporation makes no representations or warranties regarding the performance or effectiveness of its products when used with defibrillation electrodes or adapter devices from other sources. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device was unable to obtain an ECG signal via external paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.